Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination. Of these, 10 samples were randomly selected for functional testing and no issues were observed relating to underfill as all samples met specifications. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter: a manufacturing defect has been discovered in one or more lots of 2.7 ml na citrate tubes currently in use at hospital, which causes significant overfill of these tubes

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter: a manufacturing defect has been discovered in one or more lots of 2.7 ml na citrate tubes currently in use at hospital, which causes significant overfill of these tubes.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.3. Date of event: updated to 2023-06-28.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter: a manufacturing defect has been discovered in one or more lots of 2.7 ml na citrate tubes currently in use at hospital, which causes significant overfill of these tubes.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.